Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified.

Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2019 and suture was used. The suture pulled off of the needle when beginning to sew the uterus. Changed another one to continue the surgery. There is no report on patient's injury. No additional information could be provided.